Event description:
It was reported that subsequent to a stenting treatment procedure, a stent fracture occurred. The target lesion being treated was located in the biliary duct from the gallbladder to the stomach. A 10x70 placehit 'biliary wallstent' and a 10x90 placehit 'biliary wallstent' were deployed in the common bile duct. An unspecified drainage catheter was placed percutaneously from the patient's side through the common bile duct for drainage. Two days after the stents were deployed, the drainage catheter was removed and it was noted that the 10x90 placehit 'biliary wallstent' was fractured. The 10x70 placehit 'biliary wallstent' was not affected. Another stent was advanced and deployed overlapping the fractured 10x90 placehit 'biliary wallstent'. The deployment of the overlapping stent effectively treated the fracture. Additional patient complications were not reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).